Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cinema driver. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system had no cinema function. No patient injury was reported.